Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room at blackpool victoria hospital with diabetic ketoacidosis (dka). The patient's blood glucose level and the duration of pod use was not provided. The omnipod 5 controller fell from the patient's hands, causing it to break. The screen of the controller was covered in cracks and the controller would not turn on, causing the patient to not be able to use it and had revert back to using insulin pens. Symptoms reported include dizziness and dry mouth. The patient was treated with unspecified intravenous fluids. The patient was discharged on the same day. The pod was removed and the controller was discarded at the hospital.